Event description:
During the t2 tibial nail surgery, the surgeon reamed the proximal tibia by the rigid reamer (12mm diameter). Afterwards the flexible reamer did not move through when intrathecally was done reaming by using flexible reamer of 8mm diameter. Pt bone was hard. When the surgeon was repeating insertion some times, connected part of reamer and the shaft broke. The surgeon requested the investigation of the reamer.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.